Event description:
It was reported the pt experienced loss of stimulation. Diagnostics showed invalid impedance values for the scs lead. An sjm representative was unable to resolve the issue with reprogramming. Surgical intervention being taken at a later date to address the issue. Additionally, the physician has elected to explant and replace the scs ipg due to end of life.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.